Event description:
Patient fell and fractured a knee.

Manufacturer narrative:
Unit hand checked ok and no defects were found that would cause a fall.

Event description:
Patient fell and fractured a knee.